Event description:
Related MFR # 3003306248-2023-01939. It was reported that a centrimag displayed a m4 error and a centrimag motor speed above 1000 rpm. The customer was unable to reproduce the error. The cause of the elevated motor speed was not identified. The test circuit was moved to a different console and ran without issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the centrimag console (serial number unknown) was evaluated due to the reported event of an m4: motor alarm. The centrimag console was not returned for analysis, and no log files were associated with the reported event. Per additional information, the issue resolved upon exchanging the motor, no patients were associated with the event, and the console was not exchanged. The reported motor alarm has been addressed via the centrimag motor¿s investigation. The 2nd generation centrimag system operating manual, rev. M, section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: it was reported that the customer was able to reproduce the error. There was no report of elevated motor speed. Additional information: it was reported that the console was never swapped. A new motor was tested on the console and test circuit and no errors were received.